Event description:
A customer reported to beckman coulter that the access 2 immunoassay analyzer, upon duplicate analysis, generated discrepant troponin (accutni) results for two patients. The patient samples were also analyzed using an alternate methodology and troponin results within different clinical categories were obtained. The customer released the results from the alternate methodology and did not release the results from the access 2 analyzer. There was no report of death, injury, or change to patient treatment in connection with this event. A beckman coulter field service engineer (fse) inspected the system and found that the wash stator was badly chipped. The fse noted that the chipped wash stator could have been allowing air into the wash pump causing incorrect amount of wash buffer to be dispensed into the reaction vessels. The fse also found dried wash buffer within the incubator belt track, which was suggestive of splashing within the reaction vessels and spilling of wash buffer. The fse performed preventive maintenance, and replaced the stator and installed a new incubator belt. The fse verified service activity performed per established procedures and the results met the published performance specifications. Hardware malfunction is the likely cause of this event.

Manufacturer narrative:
Results: wash stator.